Event description:
Md attempted to deploy multi-link mini vision stent into the left circumflex coronary artery. He was unable to advance stent into the lesion due to the tortuosity of the vessel and the stent was not delivered and withdrawn. Upon removing it was noted that the stent was not on the balloon and found to be in the proximal left main coronary artery. A balloon was inserted and was attempted to remove stent but it migrated to the side branch of the profunda. After unsuccessful attempts at removal, the stent was deployed in the left profunda with no compromise of bloodflow.